Event description:
Physician using cardiogenesis sologrip iii handpiece delivery system. Wire adjacent to handle burned two holes in physician's gown at his chest area. Subsituted device with another cardiogenesis sologrip iii handpiece. Procedure completed without further incidence. No untoward patient effects. Physician not injured. The calibration for this device is 47%.